Event description:
The customer reported slow leaking from the filter at the rate of approximately 1 drop every 10-15 seconds. The leak was noted on day 1 or 2 of a 5 day continuous etoposide infusion. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.